Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The imp, tsv, 4.7, 11.5, mtx, mg (tsvtwb11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1227120. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1227120) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: date of this report, expiration date and UDI, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change 'no' to 'yes,' device manufacture date, evaluation codes.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified that the mount is fractured at the mount hex feature. The reported product was located on tooth # 19 and the event occurred the same day as placement. The event could not be recreated due to the nature of the dental device and event (fracture). A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that during the procedure placing the implant the doctor notice that the impression coping was fracture. The doctor was able the complete the procedure placing the implant. It was just the mount that it was fracture. The implant remains placed in the patient's mouth. The reported complaint is confirmed following inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: g4: date received by manufacturer h3: device evaluated by manufacturer h6: evaluation codes h10: additional narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided, patient sex unknown / not provided, weight unknown / not provided, email address unknown / not provided. Additional PMA/510(k) numbers: k101880. Product not returned.

Event description:
It was reported that the implant mount was fractured. The implant remains implanted. Tooth location 19.